Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: the rep explained the information provided from the hospital and surgeon was limited. What was done intra operatively to address the scissored clips? Unknown. How many clips were fired? Unknown. How many clips were scissored? Unknown. What structure(s) were the scissored clips observed on? Unknown. Were successful clips identified prior to closing the patient? Unknown. Was torque applied to the device during use? Unknown. How was the leak detected? Unknown. What was done to address the leak? Ercp, additional operation? Patient was re-admitted and a re-op was performed to close the leak. Why does the surgeon believe the intra op scissored clips led to the leak? Unknown. What did the clip formation look like in the second procedure if a re-op was done? Unknown. What is the patient¿s current status? Doing well. Is the patient expected to have a full recovery? Yes the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, some of the clips were scissoring. Unknown how the procedure was completed. The case was completed with no patient consequence. At some point after the procedure had been completed, a bile leak was detected. The device was discarded.